Event description:
It was reported that the health care professional (hcp) called about programming the cardiac resynchronization therapy pacemaker (crt-p) for magnetic resonance imaging (MRI) protection mode and found the left ventricular (lv) lead pacing impedance measurements were found to be high out of range. The lead was checked and the impedances were gradually rising. The device was not programmed into MRI protection mode. This lv lead remains in service. No adverse patient effects were reported.